Manufacturer narrative:
(B)(4). Additional suspect medical device components involved in the event: model #: sc-2218-70, serial #: (B)(4), description: linear st lead, 70cm. Model #: sc-4316, lot #: 16588636, description: next generation anchor kit sterile.

Event description:
A report was received that the patient will undergo an explant procedure for an unknown reason.